Event description:
It was observed that during the device evaluation of the bronchofibervideoscope, the image guide (ig) tube was sticky. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.